Event description:
It was reported that during the implantation of an intraocular lens (iol) the device was loaded improperly and resulted in a bent haptic. The iol was already in the patient's eye, so to remove it, the surgeon enlarged the incision; no sutures were required for closure. No patient injury was reported.

Manufacturer narrative:
Pt age and sex: no patient information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
: Is this a single-use device that was reprocessed and reused on a patient: no. Additional information: the intraocular lens (iol) was returned to our manufacturing site for inspection. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the sample had surface residuals adhered to the optic body compatible with handling the lens, such as during the implant/explant process. One of the haptics was distorted. The lens condition was consistent with a lens that had been explanted and was not manufacturing related. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.